Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tamper seals were removed. Top and bottom cases are in good condition. Cracked battery door, cracked right plunger case and visible contamination by the "l" bracket pole clamp. A review of the event history log (ehl) identified primary audible alarm post test. Functional testing found reported problem duplicated during power up process. C9 capacitor broken off from the interconnect board and also found a damaged track on the board. The root cause of the reported issue was found to be a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure primary audible alarm background test. No adverse effects were reported.